Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Customer has reported that the headbox is overheating and hot to touch. This headbox requires a battery change too. Per hazard ID 6.3 of (B)(4) - eeg/psg risk analysis, the risk is considered low. Further investigation to be carried out.

Event description:
Customer has reported that the headbox is overheating and hot to touch. Potential to cause a injury.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). The affected device was reviewed by depot repair. Repairs notes were as follows: replaced battery. Cleaned. Passed all tests. The repair technician did not find the breakout box overheating during the tests. The device is designed to iec 60601-1 temperature safety requirements. The enclosure of the device is ul-94 certified. The device may feel hot or warm but no potential risk of the device igniting, or causing harm to end user/patient. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed. There are no related CAPA's. Closure rationale: complaint could not be verified, monitor for future occurrence.

Event description:
Customer has reported that the headbox is overheating and hot to touch. Potential to cause a injury.

Manufacturer narrative:
Natus ref complaint # (B)(4). Customer responded to potential ae questionnaire. No injury was reported and breakout was being used in the natus provided pouch. Service records were reviewed - this unit was repaired in (B)(6) 2017 - repair notes: no issue observed with breakout box. Replaced battery. Passed all functional tests. This unit was repaired in (B)(6) 2019 - repair notes: customer complaint confirmed. Observed cracked case and cracked oxi insert. Also defective rj11 connector and old battery. Replaced case, oxi insert, rj11 connector and battery. Updated firmware. Unit passed all functional tests. Device history review: not applicable - device is over 2 years old. Manufacture date: aug-2014. Awaiting return of the affected product. The affected product will be evaluated once it is received from the customer.